Manufacturer narrative:
The event occurred in (B)(6). Will not be returned to manufacturer.

Event description:
Customer reportedly received the following approximate results on the compact plus system within 10 minutes: 0.8 mmol/l, 0.9 mmol/l, and 7 mmol/l. No actions taken based on device results. No adverse event reported. Requested return of suspect device however customer no longer has the test strips.